Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. The caller stated that they cannot provide some of the information due to legal reasons. The caller only stated that the customer was wearing the insulin pump at the time of death and that the customer used to wear sensors years ago. The caller declined returning the insulin pump.